Event description:
It was reported to MFR, by facility, (B)(6), per facility they stated that a resident fell out of bed. Resident was taken to the hospital and released that same day. No fractures or other injuries noted. Per facility the bed frame and or the assist devices are bent and could possibly have a broken weld. "Another conversation with the facility stating that the resident was trying to get out of the bed when the bed fell, no contributing factors that the bed fell because resident was climbing out of bed, but more likely there was a broken weld that caused the bed to fall". (B)(4).